Event description:
The customer stated that she went to the hospital after she passed out at her job, due to diabetic ketoacidosis. The customer's blood glucose was 501 mg/dl when admitted. The customer stated that she was not getting insulin from her device. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.